Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was over 200 mg/dl. The customer changed the infusion site twice, but the bg level did not decrease. The basal setting on the pump was increased and boluses of insulin were delivered in an attempt to lower the bg level. The customer reverted to using another pump and the bg level dropped to target level (80 mg/dl). Tandem customer technical support (cts) had the customer perform a system check and the pump was found to be functioning as expected; it was thought that the site may have been the cause of the occlusion. However, cts suggested to the customer to change the supplies to the pump. The customer indicated that the supplies would be changed.